Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not complete as patient samples were not available. Sensitivity and specificity testing was done using an in-house retained kit of lot 16253fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 16253fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer obtained negative results for three samples drawn from the same patient when testing was performed using architect sars-cov-2 igg reagent lot 16253fn00. The samples were tested on (B)(6) 2020 and all three samples returned negative results using the liaison assay, undetermined and positive results were obtained with the vircell assay. A direct comparison should not be made between the architect sars-cov-2 igg assay and vircell igg assay. The architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2 whereas the vircell igg assay is designed to detect antibodies for both spike and nucleocapsid proteins. In this case, no specific patient history was provided for the patients. Per the product labeling the assay sensitivity within the 95% confidence level is 95.89%- 100.00%. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Review of the manuscript performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho, bryan et al. 2020, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 16253fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20.

Event description:
Determined by automated decision tree. The customer reported false negative architect sars-cov-igg assay results for an asymptomatic female patient. The customer provided the patient had three sample draws ((B)(6),(B)(6)2020) with all tested on (B)(6)2020 using architect, liason & vircell. Results as follows: sid (B)(6) architect = 0.56 s/c, liason = neg (<3.8 cut off), vircell 4.46, 4.83 (positive; cut off 1.4); (architect ref range <1.4 s/co negative; >= 1.40 s/c positive) sid (B)(6) architect = 0.55 s/c, liason neg (<3.8), vircell = positive (no value provided); sid (B)(6) architect = 0.10 s/c, liason = negative (no value provided), vircell = undetermined 1.55. (No unit of measure available for liason or vircell at this time) customer has not accepted vircell positive result as accurate but is reporting this issue to abbott for further investigation. No impact to patient management was reported.